Event description:
On (B)(6) 2014 the patient contacted animas alleging that he was experiencing elevated blood glucose (bg) with nausea and frequent urination. The patient stated that he had programmed his basal rates into the pump incorrectly. A review of the pump indicated that the patient had programmed his 12am basal rate as 0.1000 unit/hour instead of 1.000 unit/hour. The patient stated that the 8pm basal rate was also set incorrectly with the decimal point in the incorrect place. Customer technical support assisted the patient in programming his basal rates correctly and confirmed that the basal rates were correct. The patient reportedly corrected his bg with a bolus from the pump. There was no pump defect found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy with use error determined as the cause for the alleged incident.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.